Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a lost connection between pump and mobile device. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical device for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the logs we see several pairing failure due to the device starts off as bonded, then transitions to bonding, and eventually bonds successfully so the bluetooth bonding process itself works as expected. After that, the gatt connection is established, and the system successfully discovers services on the pump. However, once the app tries to read the device information, a standard gatt service used to fetch basic device details like the manufacturer name and model number it runs into an issue. The pump isn't advertising the device information , which is crucial for completing the pairing process. Because the system can't retrieve the required device information, the pairing ultimately fails the issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Please instruct the customer to approve the pairing in the system os popups, and not move the application to the background during the pairing procedure. Please try this steps on the pump side  remove the battery from the pump reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds) turn the pump back on try these steps on the mobile device advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data settings > general management > reset > reset network settings (this will also reset bt settings) > reset settings uninstall app > restart phone > turn bluetooth off then on > reinstall app. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. We have instructed helpline to reopen this ticket if issue persists. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to notbonded, when it should have gone from bonding to bonded. The issue was confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Basic steps: turn bluetooth off > wait 30 seconds > turn bluetooth back on when attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources active wifi networks bluetooth connections nearby) advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data reset network settings based on device: samsung android 14,15: settings > general management > reset > reset mobile network settings and settings > general management > reset > reset wifi and bluetooth settings uninstall app > restart phone > turn bluetooth off then on > reinstall app we haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. We have instructed helpline to reopen this ticket if issue persists. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.